Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many additional millimeters was the rectum shortened? The 3-4 cm shortened. Were there any patient consequences? Longer hospitalisation.

Event description:
It was reported that the doctor informed us about an issue with the device. During the firing, he heard a click. This was unusual. The dorsal side of the stapler got stuck in the anastomosis and the complete anastomosis ripped. Surgeon had to shorten the rectum, use another like device and 2 new powered endocutter blue staplers to complete the procedure. Patient information: patient was also a cardiac patient. So potential disadvantages of the longer anesthesia.

Manufacturer narrative:
(B)(4). Batch # r57r0a. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Surgeon with 3 years experience when was the click heard and why did it seem unusual? At the moment of firing did the surgeon confirm that the anvil remained attached to the device during the firing sequence? Yes were 2 complete tissue donuts confirmed? Unk was a complete washer transection confirmed? Unk can you please describe the visible staple form? Not formed well how many counterclockwise revolutions of the adjusting knob were completed prior to the attempted removal of the device? 3 what is the current patient status? Ok

Manufacturer narrative:
(B)(4). Photo evaluation: one word document with a picture was provided. The picture shows tissue. Two formed staples can be seen on the tissue. Bleeding is noted on the picture. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? When was the click heard and why did it seem unusual? Did the surgeon confirm that the anvil remained attached to the device during the firing sequence? Were 2 complete tissue donuts confirmed? Was a complete washer transection confirmed? Can you please describe the visible staple form? How many counterclockwise revolutions of the adjusting knob were completed prior to the attempted removal of the device? What is the current patient status?